Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, confirmed that no drawer or pocket was failed and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer reported that cubies in drawer 2.1 would open normally; however, the openings were not being registered, causing each cubie to fail upon access. The customer restarted the machine and attempted to eject and reseat the cubies; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.